Manufacturer narrative:
(B)(4). Additional information: siemens investigation identified that a material change made by the supplier has resulted in capillary caps that are more difficult to apply to the capillaries. An urgent field safety notice #(B)(4) was sent by e-mail to all affected siemens healthcare diagnostics regional offices on january 22, 2015 both in the united states and elsewhere for communication with affected customers. Please note: these capillary caps are an "off the shelf" item. Siemens purchases them from a distributor and repackages them.

Manufacturer narrative:
Customer is being requested to send back caps and capillaries to investigate the issue. The cause for the event is unknown.

Event description:
Customer reported that capillary caps were not fitting well to glass capillaries and causing glass capillaries to break. There was no report of injury due to this event.